Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) and requested assistance programming the pacemaker system into MRI protection mode. Ts reviewed the device stored data and found that a lead safety switch (lss) from bipolar to unipolar configuration was triggered due to high out of range pacing impedances exhibited by this right ventricular (rv) lead. Ts informed the hcp that due to the high out of range rv lead pacing impedances, the pacemaker system is not MRI conditional, and the scan would be considered to be off label if performed. No adverse patient effects were reported. This rv lead remains in service.